Event description:
The customer's spoude reported that the customer received an alarm after the batteries were changed. It was mentioned that the customer was comfortable to reprogram the time and date. Advised the customer to check the basal rates ensure being programmed. During the call the contact informed that the customer was hospitalized in the last two weeks for low bgs and also had experienced high bgs. Advised the spouse of two high bg rule.